Event description:
Rptr complains of discomfort from silicone implants. Implant put in place 2/84. Removed & replaced because of hardening with capsule 5/84. Removed & replaced with "fuzzy" implants 12/87.